Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not log in. A technical support specialist guided the customer to log into the pyxis server first and then log into the pyxis station. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where several users were unable to login and received an error message stating, 'cannot authenticate.' The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.